Event description:
It was observed that during the device evaluation, the inner sheath, for 26 fr. Outer sheath exhibited the ceramic tip was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the damaged was thermally and mechanically induced. The damaged seal is most likely due to wear and tear and bad maintenance. Olympus will continue to monitor field performance for this device.